Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failed accuracy after three attempts was confirmed and reproduced during product evaluation. This condition was due to a defective pump head module (phm). The phm was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with a malfunction of failed accuracy after three attempts: the pump is underinfusing at 8.47. The event was reported to have occurred during preventative maintenance in biomed testing within the biomed service department. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.